Event description:
Three recent incidents involving bard foley catheters. While attempting to remove a foley catheter from a pt, resistance was noted. The rn deflated the balloon on the catheter 2nd time and noted there was still resistance but was able to remove the catheter. After removal, a raised ridge was noted around the deflated balloon. A foley catheter was found in the bed when a pt was being repositioned. The balloon was deflated and a slit was noted in the catheter close to where it attaches to the drainage bag. While transferring a pt, a foley fell out of the pt. The balloon was noted to be deflated. All 3 incidents occurred in the operating room. Bard foley catheter tray. Incidents: (B)(6) 2016.